Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what is the gender/bmi of patient? Female. Does the surgeon wait 15 seconds prior to firing? Yes and does a 3 pulse fire. Please explain what is meant by partially deployed staples. Did the device fire and cut the full 60mm? Yes, however the first third of the staple line cut and stapled the middle was cut and not stapled (it was open to the stomach) you could see unformed staples. The distal 1/3 was cut and stapled. Were the partial staples longitudinally or left to right? Longitudinally. Please explain what is meant by the seamgaurd was pushed above the staple line. The seamguard did not seem to be centered on the staple line and it was bunched up on the top of the stomach on the patient side and not on the specimen side. Was there any difficulty opening device? No. What is the current patient status? Patient was discharged from the hospital on day 2 instead of day 1. No other issues.

Event description:
It was reported that during an sleeve gastrectomy procedure that the on the first firing with a black cartridge and seam guard the tissue seemed very thick and the stapler seemed to be ¿bogged¿ down. Staple line looked ok. On the second firing with a black reload and seam guard. The stapler gave the same ¿bogged¿ down noise and when the stapler was opened only partially deployed staples and the seam guard was pushed above the staple line. When the surgeon placed the stapler in the trocar it was difficult, so the surgeon pushed hard to get the device inside. It was not noticed if that action caused the seam guard to bunch. Third firing with a new device the staple line looked fine and the gun sounded fine while firing. Patient left the operating room with a n.g. Tube and a blake drain. Patient was to be kept an additional twenty-four hours for observation.

Manufacturer narrative:
Product complaint # (B)(4). Batch #: r5ad03. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition another gst60t reload was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.